Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 424 mg/dl. The customer's other blood glucose value mentioned was 319 mg/dl. Customer's previous infusion set site came out of her body and she had to wait a couple of hours to put another one in and she was eating without giving herself any insulin. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48our hs of reported high blood glucose event. The customer experienced symptoms such as fatigue due to high blood glucose. The customer treated high blood glucose with manual injection. The insulin pump will not be returned for analysis.